Event description:
Ruptured balloon on coronary sinus catheter. The line was placed, balloon worked initially then ruptured. Poor quality on plastic. Patient can't receive cardioplegia when neck line malfunctions. Major problem for patient. Surgeon had to place percutaneous cardioplege line and did so on this patient. No other adverse effects on patient.